Manufacturer narrative:
Section d1 brand name corrected. Section d has been updated.

Event description:
Clinical rationale: the event involved repeated controller failure alarms and a later loss of placement signal, which are malfunctions reportable under MDR requirements because they could potentially lead to serious patient injury if they were to recur. Although no patient harm occurred, the alarms necessitated controller exchange and altered clinical management (echo based monitoring), was required. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The patient remains on support.

Manufacturer narrative:
H8 was erroneously selected on the initial manufacturer device report.

Event description:
It was reported that a placement signal not recognized error and a controller failure error occurred on an automated impella controller. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.